Event description:
Same case as MDR ID 265-2014-06419, 2134265-2014-06421. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter. During the procedure, the physician attempted automatic pullback and image was able to appear but the motor drive stopped during pullback. No patient complications reported and patient's condition is good.

Manufacturer narrative:
Age at time of event: under 18 years. Device evaluated by MFR: the complaint device was not available for evaluation, product inspection could not be performed. The batch is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).